Manufacturer narrative:
G4: 13jul2020 b4: (B)(6) 2020 the device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the o2 (oxygen) sensor to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15apr2020.

Event description:
The customer reported that the device was reading high o2. It is unknown if the if the device was not in clinical use at the time the issue was discovered.